Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte retainers, patient has experienced the enamel on their 2 front teeth discolored, feels rough and uneven. These 2 teeth were smooth and white before treatment began. Patient advised to see their dentist for further evaluation.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.